Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ("pain on lower limbs") in an adult female patient who had essure (batch no. D72012) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pain in extremity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pain in extremity outcome was unknown. The reporter considered pain in extremity to be related to essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ("pain on lower limbs") in an adult female patient who had essure (batch no. D72012) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pain in extremity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pain in extremity outcome was unknown. The reporter considered pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.